Manufacturer narrative:
Additional information was received that the patient's abdominal pain was treated with pain medication. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing abdominal pain after permanent implant procedure. It was believed that the pain was procedure related. The patient was admitted to the hospital and was treated. The patient's pain was under control and the patient was discharged from the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing abdominal pain after permanent implant procedure. It was believed that the pain was procedure related. The patient was admitted to the hospital and was treated. The patient's pain was under control and the patient was discharged from the hospital.